Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had dislocated jaws. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: distributor product specialist believed the jaws were not aligned but could not visually confirm since the instrument was already sent back. The customer does not have recollection of what exactly happened to the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.474mm offset at the tips. The grips were not found to have cracking damage. Further inspection found abrasions to the molded insulator that potentially contributed to the bent grip.

Event description:
Refer to h10/h11 for follow-up information.